Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2019) is known. Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Evaluation summary: upon visual inspection of three photos, the following was observed: the photos show a black reload from top view and pan dislodge from right side was observed based on the photos review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that prior to the start of an unknown procedure, the metal casing on the bottom of the reload was bent and loose from the cartridge, right out of the package. As a result, the sled was also pushed back in the reload, making the reload unusable. It was not reported how the procedure was completed. There were no patient consequences reported.